Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee arthroplasty, the device was not inserting into the mating device. Another device was used to complete the surgery.

Manufacturer narrative:
(B)(4). Product was returned for evaluation. Visual evaluation indicate that the dovetail feature is flared with some signs of tool (inserter) marks. Dimensional evaluation indicate that the part is made to print where measured. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.